Manufacturer narrative:
Correction to the initial MDR in field. The explanted lead was not returned to bsn as it was disposed of by the medical facility. Additional suspect medical device component involved in the event: model: db-2201-45dc; serial #: (B)(4). Description: 45cm lead -stimulator, electrical, implanted, for parkinsonian tremor.

Event description:
A report was received that the dbs patient experienced stimulation in a non target area due to either lead migration or originally not advancing the lead to the correct target. The patient underwent a lead replacement procedure and was doing well post operatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was disposed of by the medical facility.

Event description:
A report was received that the dbs patient experienced stimulation in a non target area due to either lead migration or originally not advancing the lead to the correct target. The patient underwent a lead replacement procedure and was doing well post operatively.

Manufacturer narrative:
Additional information was received that the original right lead was not implanted in the correct location. The physician replaced the right lead and located it to the intended position. The physician assessed the event was not device related.

Event description:
A report was received that the dbs patient experienced stimulation in a non target area due to either lead migration or originally not advancing the lead to the correct target. The patient underwent a lead replacement procedure and was doing well post operatively.